Manufacturer narrative:
A ge service rep performed an on site investigation. The flash memory was cleared and the fluoro functions board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system would not boot up. No pt injury was reported.